Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient had a daa tha on (B)(6) 2020. He returned to surgery on (B)(6)2020 for a washout with head and liner exchange of the infected hip. He returned to surgery today to have all the implants removed in a single stage washout. The stem was not able to be removed. The doctor then decided to just do the head and liner exchange again. Doi: (B)(6) 2020 for stem, doi: (B)(6) 2020 for head and liner, dor: (B)(6) 2020, affected side: left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.